Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was unable to be powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The root cause of the device not being able to power on was determined to be the reed switch sw5 component. The customer received a replacement device to resolve the reported problem.